Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the alinity c processing module for a patient sample. The following data was provided: sample ID (B)(6) initial result = 1.69 mmol/l, repeat result on another alinity (B)(6) = 0.45 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section d10 - concomitant product - corrected from alnty c processing modu, 03r67-01, (B)(6) to alnty c mag (720t), 08p19-25, 70064ud00. Additional information added to section d10 - concomitant product; section h4 - device mfg date; and section b5 - describe event or problem. The field service representative (fsr) inspected the instrument, performed trouble shooting, and log review. The r2 alinity c-series reagent probe and sample probe were determined to be the likely causes of the issue. The worn parts were replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity c -series reagent probe, and alinity c -series sample probe did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), the alinity c -series reagent probe, and/or the alinity c -series sample probe, were identified.

Event description:
The customer observed a falsely elevated magnesium (mg) result generated on the alinity c processing module for a patient sample. The following data was provided: sample ID (B)(6), initial result = 1.69 mmol/l, repeat result on another alinity (B)(6) = 0.45 mmol/l. No impact to patient management was reported. Update: additional repeat result on alinity (B)(6) = 0.50 mmol/l.